Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced intractable peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the peritonitis was not resolved and the patient was not recovered. It was not reported if extraneal, physioneal, and nutrineal therapies were ongoing, however, it was reported that it was planned that the patient would be switched to hemodialysis on an unspecified future date. No additional information is available.